Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized for the event. The patient was discharged from the hospital 23 days after admission. Treatment for peritonitis was not reported. The cause of the event was not reported. Action taken with therapy was not reported. The outcome of the event was not reported. No additional information is available.this is report 2 of 3

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter.as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).